Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was bilateral inguinal hernia. The procedure performed was a laparoscopic robotic assisted repair of bilateral inguinal hernia. Patient had revision surgery 4 months 10 days post-surgery. The preoperative and postoperative diagnosis was recurrent right inguinal hernia. The procedure performed was repair of recurrent right inguinal hernia. The patient experienced pain, adhesions, re-herniation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced pain, adhesions, recurrence. Post-operative patient treatment included revision surgeries, explant of old mesh, placement of new prolene mesh.